Manufacturer narrative:
The pump was received with a critical pump error and pump error 35 due to corrosion on the electronic assembly. Unable to perform the self-test, displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement tests due to the critical pump error. Corrosion was also found on the force sensor and motor during visual inspection. The pump was received with a scratched case, a cracked case behind the pump near the battery compartment, a pillowing keypad overlay, and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a critical pump error while swimming; the customer was wearing the device in the water. The patient's blood glucose at the time of incident was 6.3 mmol/l. Troubleshooting was initiated for the critical pump error and it was confirmed that the device received the "critical pump error" image. The caller was advised that the device was water-resistant unless cracked. The device was cracked on its back prior to moisture exposure no other alarms preceded the critical pump error. The insulin pump will be returned for analysis.